Event description:
Patient reported right side "slow healing, pain, burning under arms, pulling feeling in rib area, itching, and inflammation." Patient also reported "digestion issues, brain fog, hair loss, insomnia, dry eyes, declined vision, easy bruising, migraines, headaches, ocular migraines, reflux, hiatal hernia, colitis, ear ringing, allergy to different foods, dehydration, numbness in limbs, shortness of breath, discoloration of feet and hands and breast implant illness" are not device related. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of impaired healing is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: impaired healing.